Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement and analysis of the device memory was performed and no anomalies were found. No anomalies were identified. Time of recommended replacement time (rrt): (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product ID: 407652 lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the physician noticed a short longevity on the device. The device was explanted and replaced. There was also high superior vena cava (svc) impedance on the right ventricular (rv) lead. At the device replacement, it turned out the setscrew was not fixed. The lead¿s connector could be pulled out of the header without loosening the setscrew. The lead was reconnected to the new device. It was also reported there was undersensing and high threshold on the right atrial (ra) lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.